Manufacturer narrative:
(B)(4). Results - (patient vessel/lesion morphology; excessive tortuosity, 85% stenosis, severe calcification), (stent deformation and failure to deliver device). Conclusion: (patient vessel/lesion morphology; excessive tortuosity, 85% stenosis, severe calcification). Evaluation summary: the stent was positioned between the marker bands as per specifications. The 8th and 9th distal stent segments were raised and deformed. The distal tip was kinked. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Event description:
The physician was attempting to implant a 3.0 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the rca that exhibited severe calcification, 85% stenosis and was located in a vessel with severe tortuosity. It was reported that the physician was unable to cross the lesion. Evaluation of the returned device revealed to the stent. No patient injury occurred and no clinical sequelae were reported.